Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect gas delivery engine (gde) assembly for investigation. An investigation was performed and identified the root cause of the reported issue was due to a faulty oxygen blender component (the optical flag being loose). This issue will be internally investigated within carefusion.

Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer determined the most likely cause of the reported issue was the gde (gas delivery engine). The customer reported the alleged gde is available for analysis and an rga (return good authorization) has been issued. At this time, the alleged faulty part has not been received by carefusion failure analysis lab.

Event description:
The customer reported while using the avea ventilator; the unit displays low fio2 (low fraction of inspired oxygen). The customer reported the suspect device is delivering less o2 (oxygen) than settings. The issue occurred during patient use, there is no report of patient consequence associated with the event. The customer reported alternative ventilation was provided during the occurrence.